Event description:
Cameron health received info that approx one (1) month after implant, the s-ICD system was explanted due to pocket infection. The electrode incision was not infected per visual inspection and incisions were nicely healed; however, the entire system (pulse generator and electrode) was explanted. There were no adverse pt effects reported. The device has been returned for analysis.

Manufacturer narrative:
The device has been received by cameron health's quality laboratory. This report will be updated upon completion of analysis.